Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a reservoir leak. The customer stated that with a plunger push, the insulin did not exit, but then it did with a higher than normal resistance to the plunger push. The blood glucose reading was 145 mg/dl. Nothing further reported.